Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the first ntw clip (00505u139), the clip failed to establish final arm angle (efaa). It was noted that when the clip opened during efaa, it continuously opened to roughly 120 degrees. Troubleshooting was performed, but this issue continued to occur; therefore, the physician decided to not use the clip and replace it. A second ntw clip (00623u436) was successfully prepared per the instructions for use (IFU) and was inserted without issues. The clip was successfully deployed, reducing mr to 1; however, slightly after deployment, it was noticed on echocardiography that the clip had opened to somewhere between 20 to 60 degrees, causing mr to increase to a grade of 3. To stabilize the clip, an additional nt clip was inserted. This clip was successfully deployed, stabilizing the first clip and reduced mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported additional therapy/non-surgical treatment was a result of case-specific circumstance as an additional clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.